Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) has begun to ride up in patient's scrotum. A revision surgery was performed to explant and replace only the pump of the device. No device issues nor patient complications were reported.